Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the facility had increased amounts of urinary tract infections following an unknown procedure using a cysto-nephro videoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture¿s final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The instruction for use (IFU) for the cyf-vhr device describes the proper reprocessing methods. From this, the indicated event reported could be prevented. Olympus will continue to monitor field performance for this device.